Event description:
Revision surgery - the patient became infected following a total knee arthroplasty. The surgeon performed an irrigation and debridement along with a poly exchange.

Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2013 was identified as an infection. The original surgery occurred on (B)(6) 2012. The outcomes attributed to this event are disability or permanent damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or process defect.